Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump did not detect the reservoir and that the piston continued to push with no numbers scrolling on the screen. He stated he was unable to exit the preparing to prime loop. Customer was advised to hold down the act button until receiving a second series of beeps or numbers on the display, and he stated that he did not receive either of these. The blood glucose reading was 182 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. Unable to perform prime test due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with severely scratched display window and a broken reservoir tube lip.